Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: large prime volumes observed in the pump prime history. ¿ez-prime¿ steps were performed- pump was able to rewind, load and keep prime without a cartridge in pump. Force calibration passed at 209. Opened pump - and debris was observed in the cartridge compartment. No burr observed on piston. Returned battery cap used for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.